Event description:
The patient received two leads (from the same lot) as part of his scs system. It was reported the patient was unable to increase the stimulation amplitude past a few bars. Diagnostic testing revealed invalid impedance readings on all lead contacts except for two. Reprogramming efforts were unsuccessful in providing adequate stimulation coverage. It was reported the patient will follow-up with his implanting physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.